Event description:
It was reported through clinic notes dated (B)(6) 2010 that a vns patient experienced an increase in seizures along with behavioral changes due to an unk reason. Moreover, a clinic note from (B)(6) 2009 indicated the patient had an increase in seizures due to unk reason. At the moment, interventions planned are to replace the pt's vns. Moreover, good faith attempts to obtain add'l info from the treating neurologist have been unsuccessful to date.